Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the information was not saved or communicated to the contact person. The contact person notified the rep that it did not fire. There was no consequence to the patient.